Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
It was stated that the customer passed away due to a heart attack. The customer was wearing the insulin pump at the time of death. The insulin pump will not be returned the analysis, as it was cremated with the customer.